Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred with the patient's implantable cardioverter defibrillator (ICD). The patient came into the clinic and the device was interrogated. The por was cleared, and a setting confirmation was preformed. The ICD remains in use. No patient complications have been reported as a result of this event.